Manufacturer narrative:
The device has been explanted, and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted in '06 on the left side, due to bilateral sensorineural hearing loss. The performance of the device did not render good results, even though it was fully functional. The surgeon decided to move the fmt to the round window niche and therefore cut the clip of the fmt. Revision surgery was carried out in 2007, where the surgeon put more fascia between the round window and the fmt. However, at the 2nd activation, the pt was still not satisfied, even though the device was working. The surgeon decided to explant the vsb and to re-implant a new vsb. The fmt was fixed on the long process of the incus.